Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer went into a river with their insulin device attached to them. The customer has a blood glucose level of 195 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms, off no power, bad battery alarms, battery out limit alarms or failed battery test alarms noted. Unable to prime due to due to the force sensor damaged by moisture. Several error alarms were found at the alarm history file. The error alarms were due to the corrupted history file. Unable to download to carelink do to error alarms. Traces of corrosion were found at electronic and motor assemblies per visual inspection. The device also was received with cracked case at the display window corners. The unit was received with severely scratched lcd window.